Event description:
Philips MRI 1.5 tesla achieva scanner and torso coil was utilized for MRI exam of the abdomen and pelvis. A pt reported that she has two quarter sized burns with blisters on her inner thigh post MRI of the abdomen and pelvis. The pt is small and her legs did not touch one another. The pt did not touch the coils or the bore of the MRI and sar levels were appropriate. The only unusual factor in this case was excessive sweating of the pt before start the MRI exam. Condition: rf power was being transmitted by the body coil. Transmitted rf power was being transmitted to a volume/anatomy that did include the upper thighs. The pt's inner thighs did not touch each other during the examination. Philips MFR was contacted and we requested the sense xl torso coil be evaluated for failure mode testing and had the MRI system tested after the incident. Reason for use of torso coil: appliance is necessary to create image on MRI exam.